Manufacturer narrative:
Product ID: 977a260; implanted: on (B)(6) 2018; product type: lead. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient had emailed a follow-up response to them today (2019-01-29). In it they stated that their new programs basically are not any more effective than their previous programs. They stated that when they stand for a while on one of the programs (they thought b), their lower back really really hurt. They stated all in all they were not a happy camper and their lower back pain was their complaint. They stated that they couldn¿t walk more than a block or so before it started hurting. They stated that maybe the device was not for them, although during the trial they stated that they really thought it was helping. The rep then indicated that they reached out to the patient¿s doctor, their physician assistant and their scheduler updating them that although the patient had reported 65 percent relief, better adl¿s (activities of daily living) and sleep during their trial in august, they had commented that their pain seemed to be intermittent and increased with ambulation. The rep stated that post their trial lead pull the patient had also called the rep and reported that their pain returned within 48 hours, so it seemed as though the spinal cord stimulator therapy in fact had helped them. They stated that after four attempts of reprogramming the patient, the patient still did not experience much relief. The rep reported that they last saw them on (B)(6) 2019 and gave them three new groups to evaluate and they still had no relief. It appeared that both leads gave them right sided stimulation and the rep stated that they recommended a possible lead revision to their doctor after their on (B)(6) 2019 appointment if they did not experience any benefit. They stated that as of today, they were sorry to say that the patient had reported no relief. The rep indicated that they wanted to hear back from the hcp prior to calling the patient back. No further complications were reported/anticipated. On (B)(6) 2019, e4 , mpxr 573687.2 (rep) [related event: 702815228-recharger]: additional information was received from a manufacturer representative (rep) reporting that actions taken to resolve the patient¿s lack of pain relief (unlike during their trial) was the rep suggested a revision to the patient¿s doctor and scheduler on (B)(6) 2019. The rep stated that they were doubtful that the lack of pain relief had been resolved. Additional information was then received from the rep on (B)(6) 2019, where they reported that they spoke with the patient today stated that they still had no relief after multiple reprogramming. The doctor was aware and they would be discussing a lead revision with the patient at their appointment next month. They had a radiofrequency procedure for pain in their hip and were waiting to evaluate that. The rep told them to turn their stimulation off and to not worry about recharging until a decision was made. It was reported that the patient was very pleased with the plan. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was then received from the rep on 2019-02-07 that included an x-ray of the patient's leads.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# unknown, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient reports no relief from various programming. The patient denies any falls. The impedances are good, but an x-ray shows that the left lead moved up to t7. The patient was reprogrammed with the new x-ray image. The issue was not resolved at the time of the report. No further complications were reported. No additional patient symptoms were reported. [Please refer to (B)(4) recharger/controller issues].

Manufacturer narrative:
Product ID: 977a260, serial# unknown, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient had emailed a follow-up response to them today ((B)(4) 2019. In it they stated that their new programs basically are not any more effective than their previous programs. They stated that when they stand for a while on one of the programs (they thought b), their lower back really hurt. They stated all in all they were not a happy camper and their lower back pain was their complaint. They stated that they couldn't walk more than a block or so before it started hurting. They stated that maybe the device was not for them, although during the trial they stated that they really thought it was helping. The rep then indicated that they reached out to the patient¿s doctor, their physician assistant and their scheduler updating them that although the patient had reported 65 percent relief, better adl¿s (activities of daily living) and sleep during their trial in (B)(6), they had commented that their pain seemed to be intermittent and increased with ambulation. The rep stated that post their trial lead pull the patient had also called the rep and reported that their pain returned within 48 hours, so it seemed as though the spinal cord stimulator therapy in fact had helped them. They stated that after four attempts of reprogramming the patient, the patient still did not experience much relief. The rep reported that they last saw them on (B)(4) 2019 and gave them three new groups to evaluate and they still had no relief. It appeared that both leads gave them right sided stimulation and the rep stated that they recommended a possible lead revision to their doctor after their (B)(6) 2019 appointment if they did not experience any benefit. They stated that as of today, they were sorry to say that the patient had reported no relief. The rep indicated that they wanted to hear back from the hcp prior to calling the patient back. No further complications were reported/anticipated.